Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced blurry and cloudy vision, mechanical failure. The lens was explanted in a secondary procedure and was replaced with a back up lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and requested stating there was no harm to the patient and was not hospitalized for the event. Additional information received and reported that the iol was exchanged for the same lens model but different power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury the manufacturer internal reference number is: (B)(4).